Event description:
During a turp procedure, a white object was noted and dr made attempt to irrigate the object from the bladder. The procedure continued. The pt became bradycardic and treatment was started by anesthesia and staff. Dr noted abdominal distension. The resectoscope was removed and a defective end was noted by the surgeon. Hospital will return device to karl storz endoscopy-america, inc. For eval.